Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a underwent a 29mm aortic valve required valve-in-valve intervention due to severe aortic stenosis and mild to moderate regurgitation. Implant duration of the pre-existing surgical valve is approximately 14 years. A 29mm transcatheter valve was successfully implanted inside the failing 29mm valve. There were no complications with the procedure. The patient tolerated the procedure well. The patient was discharged home on post operative day two in good condition.